Event description:
A glidescope gvl 3 stat (single use laryngoscope cover) was found broken in the packaging; the rounded tip had detached into the shaft of the stat. There was no adverse impact to a pt.

Manufacturer narrative:
A review of the mfg records showed that this lot passed the sampling inspection and met all mfg specs. A return authorization was arranged for the customer to send the glidescope stat for eval; the device has not yet been received. The customer provided a photo of the stat. It showed what appeared to be a break in a clean, perpendicular line across the end, with complete separation of the tip.